Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise oversensing. The right atrial lead was capped and replaced on (B)(6) 2024. The patient has recovered post-procedure.